Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured on november 2023. H11: the actual device was not available; however, retained samples were evaluated. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The retained samples were gravity and leak tested with no issues. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: the UDI # is not available, as the lot was not recognized in the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set ¿g-set¿ was leaking from an unspecified location. The extension set was connected to a non-baxter needle free connector and a total parenteral nutrition (tpn) bag. Shortly after beginning the infusion, it was observed that there was a leak from an unspecified location. The extension set, non-baxter needle free connector, and tpn bag were replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.